Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during patient treatment. The ventilator logs also contain high airway pressure alarms. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced. The air gas module regulates the inspiratory air gas flow to the patient. The air-gas module has not been received despite of several reminders. Evaluation of the received device logs shows that the matching event on june 28 during the time period 05:43 to 07:15 the next day, had several alarms for high o2 concentration and airway pressure high. The pre-use check was confirmed to be successful before the event. Based on the device log evaluation our conclusion is that the problem had an intermittent characteristic and that the event was likely caused by the nozzle unit in the o2 gas module. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).